Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that clinicians were pacing (B)(6), female patient via electrodes. When the electrodes were removed, 3rd degree burns were underneath the electrode pads.